Manufacturer narrative:
Mfg site evaluation: samples received: (B)(4) unopened pouches. There are no units in stock. There is one previous complaint of this code batch. Tightness test to the samples received has been performed and the units are tight. Rotation tests on closed samples received was completed and revealed that thread breaks easily next to needle. Detachment of the needle may have been caused by excessive thermal treatment during the manufacturing process, which results in the thread being burnt and breaking easily in the attachment area. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: justified. Corrective/preventive actions: corrective action has been implemented at the manufacturing site.

Event description:
Country of complaint: (B)(6). Needle detachment during cesarean procedures.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.